Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using an cook silicone balloon hysterosalpingography injection catheter, there was difficulty deflating the balloon. Eventually the user was able to deflate the balloon. There were more than one occurrence of this type of event. (Patient reference identifier (B)(6)) according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.

Manufacturer narrative:
Investigation - evaluation. Reviews of complaint history, device history record, manufacturing instructions, instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows 3 other complaints associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of an issue with the entire lot. The instructions for use(IFU) provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The complainant did not return the complaint device for investigation. At the time of the complaint investigation, all products in this lot have been distributed to customers, so no representative product was available from the lot for evaluation. The complaint was confirmed based on the customer¿s testimony. The cause of the issue is unknown. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.